Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the second of three reports from this facility. (B)(4).

Event description:
A pharmacist reported that four knives exhibited poor cutting performance during surgery. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
Additional information: as no sample has been returned for evaluation, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number has been performed; the lot was reprocessed for an anomaly that could have contributed to the customer complaint. The product was released according to the manufacturer's acceptance criteria. A complaint history examination revealed one additional complaint that was associated with the reported lot number. No sample was returned and the device history record review of the provided lot number indicates that the product was released according to acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. As the exact root cause for the damaged knife is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edges and damaged tip exhibited on the returned opened sample, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. A training presentation on handling techniques was prepared and will be provided to the account representative for this entity to discuss proper handling of blades. In addition, an investigation has been initiated to identify if further actions are warranted. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).